Event description:
Boston scientific crm received information that this device was explanted, replaced and returned for a unspecified reason. No field allegations had been received against this product. This report was created due to laboratory analysis.

Manufacturer narrative:
Analysis is currently on-going. Upon completion of analysis this report will be updated. Upon receipt at the post market quality assurance laboratory, it was discovered that this device did not meet expected longevity. Further analysis was performed and it was discovered that there were 3 warm software resets. The device counters were reset when the warm software resets occurred. When the estimated counts were added into the longevity calculation, the device passed labeled longevity. External visual inspection noted dried contamination on the case. There was a hole in the df+ seal plug. All other seal plugs are intact. All set screws operate normally. The device was put through and passed the pg therapy verification (pg_tv) test that verifies the performance of defibrillation, pacing, sensing, and high voltage shocking, functions of the device. Analysis concluded that this device was operating within specification.